Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml baclofen (unknown) at 1,900 mcg/day. The reason for use was not reported. It was reported that the patient had ineffective therapy. They had modified ashworth scores (mas) scores of 3-4 despite doses of approximately 1,900 mcg/day of intrathecal baclofen. The issue started on (B)(6) 2018. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included a dye study. The catheter was intrathecal, but appears to have a fracture within the intrathecal space and poor diffusion within intrathecal space. Interventions/actions that were taken to resolve the issue included weaning the patient¿s dose in preparation for the next step, which at the time of the report. The patient may be referred for catheter revision per the doctor. The issue was not resolved at the time of the report. No surgical intervention had occurred and it was unknown if surgical intervention was planned. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.